Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Initial reporter is synthes affiliate subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(4) as follows: it was reported, that on (B)(6) 2017, the surgery for degenerative scoliosis was performed by using transforaminal posterior atraumatic lumbar (t-pal) cage system. The fixed area was l2 ¿ sai. After the surgeon determined the size of the t-pal trial implant by fitting, the surgeon the trial spacer momentarily by the slide hammer. When the nurse was detaching the t-pal trial spacer from the handle of the slide hammer, it was found that the t-pal trial spacer was detached from the handle before returning the determined position. When looked at very carefully, it was noticed that the tip of the round protrusion part was broken. The side button on the knob of the holder could not be pressed down. The surgery was completed successfully with no delay, and there was no adverse consequence to the patient. Concomitant devices reported: t-pal trial implant (part number unknown, lot number unknown, quantity 1), slide hammer (part number unknown, lot number unknown, quantity 1) this report is for one (1) t-pal trial spacer this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part 03.812.308, lot 8311366: release to warehouse date: december 05, 2013. Manufacturing site: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the knob at the end of the shaft of instrument is broken off. During manufacturing investigation, the hardness and the undercut diameter close to breakage were measured; both results are within specification and are in accordance to product drawing. No production fault has been found. The knob on the coupling end of instrument is broken off due to mechanical overload during surgery. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.